Event description:
It was reported during initial implant, a guidewire became stuck inside the left ventricular lead. The lead could not be implanted, so was successfully replaced. The patient was stable post-procedure.

Manufacturer narrative:
The field event of the guidewire becoming stuck in the lead was not confirmed. A complete lead was returned for analysis. The damage found was sustained during surgical procedure. The lead was otherwise normal.